Manufacturer narrative:
Patient remain ongoing on pheumatic backup using a stroke volume limiter (svl) and drive console. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient, while at home, heard noises, experienced red heart alarms and observed a lot of dust. Pump appeared to have stopped. The patient's wife started to hand-pump and patient was transported to the hospital and placed on pneumatic backup using a stroke volume limiter (svl) and drive console.